Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that his blood glucose is 401 mg/dl. Customer states that he doesn't think the insulin pump is delivering insulin. Nothing further reported.